Event description:
It was reported that the patient presented to spinal surgery with grade 1 spondylolisthesis l3-4, probable spondylitic spondylolisthesis, foraminal stenosis and segmental instability. The surgery consisted of: 1-gill procedure l3 with bilateral decompression lateral recess 2-bilateral facetectomy with foraminotomies 3-transforaminal interbody fusion l3-4 on the left 4-insertion of spinal USA 12 mm peek interbody cage 5-insertion of spinal USA polyaxial screws 7.5 mm x 45 mm at l3 and l4 bilaterally 6-posterior lateral fusion at l3-4 using rhbmp-2/acs, cortical and cancellous autograft local and augmentation with cancellous allograft 7-interbody fusion using rhbmp-2/acs and cortical and cancellous autograft on (B)(6) 2011; the patient underwent left frontal craniotomy with resection of tumor. Reportedly, the patient sustained unspecified injuries after use of rhbmp-2/acs.

Manufacturer narrative:
Concomitant products: USA peek interbody cage, USA polyaxial screws, allograft, autograft (implant ). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.